Manufacturer narrative:
Product complaint #: (B)(4). Batch # unk. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Additional information received: the procedure was an open liver resection. The pvs device was used to take vasculature as well as tissue. The surgeon did not wait 15 seconds prior to firing the device. During the procedure, they somehow hit the ivc. There was an attempt to repair by sewing. A cell saver was brought into the room and attempt to put patient on bypass. The sales rep. Believes the patient expired on the table. The device was used on parenchyma. It was not determined if all tissue was proximal to cut line. Additional information requested and received: were any other stapling devices used in procedure other than pvs? Yes: gst60w, pcee60a. Were any staple formation issues noted? None while I was present. Was the site of the bleeding where a stapling device was used? Unsure. Does the surgeon believe an alleged deficiency of device led to the patient death? Unsure. Will an autopsy be performed? If so, can the results be shared? Not sure.

Event description:
It was reported that during a right liver resection lobectomy and a haptic jejunostomy revision, they did sixteen firings of pvs and on the fifteenth firing they had a lockout after firing. They were unable to get the device open. The sales rep had them use the reverse button. They finished the transection of the liver and that was it. Case completed with the same device. There were two devices used in the procedure but both devices that were used to start the case were used to complete the case. There were no new devices introduced to the field. There were patient consequences, they did nick the ivc and the patient expired.